Event description:
The facility reported a colleague infusion pump with a battery issue, which was identified during bio-medical testing. This condition was confirmed during product evaluation as a depleted battery alarm and was discovered to have interrupted delivery based on review of the device event history. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Event description:
It was reported that revision surgery was performed, due to loosening of the fixation screw on the tibial insert. The patient had a previous revision surgery due to aseptic loosening of the tibial baseplate. The first revision was reported as MFR. Report #9613369-2010-00044.